Manufacturer narrative:
The medical facility did return the impella 5.5 pump product and the console data logs for analysis. When the pump was analyzed the pump stop was found to be due to a coil short. This failure mode will be monitored and trended.

Event description:
A (B)(6) male patient was admitted for a myocardial infarction and had an iabp placed prior to planned coronary artery bypass surgery. He had difficulty coming off the bypass pump in the operating suite and as such had an impella 5.5 placed via a direct approach with the chest open. An impella rp was also placed for right sided support. The pumps were placed without abiomed recommended heparinization, as the patient had surgical bleeding issues. He was infused red cells, platelets, and ffp. After approximately 24 hours of support, the impella 5.5 stopped and the pump would not restart. The team placed a new 5.5 pump via the axillary artery.